Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: during investigation, the power complaint and leak were confirmed. A leak test occurred at the battery compartment crack. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.